Event description:
The patient underwent the successful coil embolization of the left middle cerebral aneurysm. Immediately post procedure, the patient was stable. During the hospital course, the patient's condition worsened, cause unknown. The patient subsequently died, and the death was related to rostrocaudal deterioration. No other information was provided.

Manufacturer narrative:
Conclusion: other for anticipated procedural complication the device remains implanted so was not available for evaluation. From the information provided, there is no indication that there was any device malfunction, nonconformance or misuse that contributed to the reported event. Death is a known and anticipated complication to these types of procedures and is listed as such in the directions for use. Therefore it was determined that the reported event was an anticipated procedural complication.